Event description:
A malfunction was reported on pump, but there was no adverse impact to customer¿s blood glucose level. Technical support assisted caller with resetting pump, and malfunction code did not recur after reset. Customer was advised to continue using pump and to call back if any issues arise again, which caller acknowledged and understood.